Event description:
It was reported that the long bipolar grasper instruments distal shaft was broken. The instrument was never used on patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the item was new and had never been used. She did not know when it was broken. She found it in the trash in decontamination phase of spd.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the instruments distal shaft was broken". Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken in two locations. The instrument broke at the base of the proximal clevis and approximately 3.15" from the distal end. No measurable piece was found to be missing; however, the shaft is completely broken near the distal end. Pieces could have splintered of at the location of the breakage. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due the inability to feed through the cannula. The root cause of broken instrument main tube is typically attributed to the user. Verification of the event details via system logs cannot be performed at the instrument was not captured by onsite logs. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.